Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire was broken. The target lesion was located in the ramus interventricularis anterior (riva). At an unspecified time during the procedure, the physician felt the choice pt guide wire was broken. The guide wire was able to be removed. There were no additional patient complications and the patient's condition is reported as 'ok'. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (6). (B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two fragments; the distal section measured 109cm and the proximal section 73cm. A kink was observed 4cm from the distal tip. The core wire is fractured inside the distal end of the proximal section or hypotube. A kink was also noted at 29.5cm from the fracture site of the proximal section. The guide wire met outer diameter specifications. Sem (scanning electron microscopy) analysis revealed the fracture surface is characterized by material cracking and propagation indicative of a reversed bending moment. Compression and tension zones were observed and no material anomalies were noted. The fracture surface was caused by a reversed bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire was broken. The target lesion was located in the ramus interventricularis anterior (riva). At an unspecified time during the procedure, the physician felt the choice pt guide wire was broken. The guide wire was able to be removed. There were no additional patient complications and the patient's condition is reported as 'ok'. Additional information has been requested and is not available.